Manufacturer narrative:
H10: a batch review was conducted on the suspect lots and there were no deviations found related to this reported condition during the manufacture of those lots. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(Lot #): h20j29062, h21b01116, h21c01098, h19k11038, and h20e21050 are suspected lot numbers. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the catheter adapter of a peritoneal dialysis (pd) transfer set and the titanium adapter. This occurred during an unspecified process step of peritoneal dialysis therapy. To resolve this issue, the transfer set was replaced. There was no allegation against the titanium adapter and the adapter remained in use. There was no patient injury or medical intervention associated with this event. No additional information is available.